Manufacturer narrative:
It was reported that the hl20 pump displayed the error message ¿runaway¿. The event occurred during a routine check. No harm to any person has been reported. The reported failure can lead to an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2024. The belt kit was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As confirmed by the getinge field service technician the belt was not replaced over 12 months. Therefore the root cause was determined as overdue belt kit replacement. According to the instruction for use of the hl20 chapter 10 maintenance, the use hast to get the device inspected every 12 months by authorized service personnel. During this service the belts have to be replaced if they are over their service life of 12 months as described in the service manual chapter 4.2. The review of the non-conformities has been performed on 2024-08-29 for the period of 2007-04-04 to 2024-07-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2007-04-04. Based on the results the reported failure "error message runaway" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hl20 pump displayed the error message: ¿runaway¿. He event occurred during a routine check. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Complaint ID: (B)(4).